Event description:
The reporter stated that a pt was unresponsive and the device result was 143mg/dl. Another meter read lo, while the lab was 17mg/dl. No other information was provided regarding treatment.